Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that device port 808 was not working and drawers had mapping issue. A technical support specialist advised customer to contact hospital information technology to activate the port and a field service engineer replaced the drawer board and remapped the drawers to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message "device with upload stopped" which prevented restocking and delayed the start of procedures. Customer stated that the required medications were retrieved from the supply station as the station had stocked-out and mapping issues. Customer added that this could lead putting patients at a higher risk for receiving wrong medications because of anesthetist relied on medication map. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, e3, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-jun-2022 to 14-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed an error message "device with upload stopped" which prevented restocking and delayed prior to procedure. A technical support specialist stated that the customer shut down the device for 5 minutes and rebooted with no fatal error message. Deleted the drawer from storage space and added back to resolve the issue. The system was functional as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message "device with upload stopped" which prevented restocking and delayed the start of procedures. Customer stated that the required medications were retrieved from the supply station as the station had stocked-out and mapping issues. Customer added that this could lead putting patients at a higher risk for receiving wrong medications because of anesthetist relied on medication map. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 correction: state of initial reporter corrected to (B)(6).